Manufacturer narrative:
(B)(4).

Event description:
It was reported that "per customer states patient said the catheter caused a lot of bleeding and patient lost a lot of blood which caused him to end up in the emergency room, where they inserted a foley that he is too leave in for 1 week. Patient has used this product before. No additional information provided".

Event description:
It was reported that "per customer states patient said the catheter caused a lot of bleeding and patient lost a lot of blood which caused him to end up in the emergency room, where they inserted a foley that he is too leave in for 1 week. Patient has used this product before. No additional information provided".

Manufacturer narrative:
Qn (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a